Event description:
It was further reported that in (B)(6) 2013 the subject was found down at home with cardiac arrest and was taken to the emergency medical service. Prior to hospital, the ems initiated acls and successfully intubated the subject. Epinephrine was administered and the subject was defibrillated once but the subject continued to have cardiac arrest and became asystole. At the time of the event, the dapt status was unknown. The subject was diagnosed with cardiopulmonary arrest. CPR was initiated. The subject was found to be in ventricular fibrillation and the subject was shocked to asystole. In addition, subject was treated medically. The subject was unresponsive to the treatment. CPR was stopped at 23: 43 pm per death certificate, the subject died due to cardiac arrest. Secondary cause of death was coronary artery disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-04960; 2134265-2013-04961; 2134265-2013-04964. (B)(4). It was reported that following a coronary stenting procedure, patient death occurred. In (B)(6) 2010, the subject was diagnosed with unstable angina (braunwald classification: ib) and cardiac catheterization was recommended. The target lesion #1 was an in-stent restenotic lesion with a possible thrombus located in the distal svg of the 1st diagonal with 90% stenosis and was 13 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with direct stent placement using a 2.50 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The target lesion #1 was also treated with pre-dilatation. Target lesion #2 was an in-stent restenotic lesion with a possible thrombus located in the 1st diagonal with 70% stenosis and was 13 mm long with a reference vessel diameter of 2.75 mm. The target lesion #2 was treated with direct stent placement using a 2.25 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The study stent 2.25 x 16 mm was placed in the native vessel but was accessed through the svg. The subject was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, unknown taxus stents were deployed in the ostial svg to om and distal svg to om. In (B)(6) 2013, the subject died. No corresponding event for death has yet been reported. At the time of reporting, the cause of death is unknown.

Event description:
In (B)(6) 2011, the subject returned to the cath lab for scheduled staged procedure to svg-om graft. Target lesion 3 was a de-novo lesion located in the distal svg to 1st om with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. Target lesion 3 was treated with direct stent placement using a 3.50x16mm taxus liberte stent resulting in 0% residual stenosis. Target lesion 4 was a de-novo lesion located in the proximal svg to 1st om with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. Target lesion 4 was treated with pre-dilatation and placement of a 3.50x16mm taxus liberte stent. Following post-dilatation the residual stenosis was 10%. The subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Upn updated from unk433 to 13333369. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).